Event description:
The manufacturer received information alleging that a dreamstation auto bipap adapter has a torn insulation layer, exposing the internal wiring. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If additional information is received, a follow up report will be filed.